Event description:
During a repeat atrial fibrillation ablation procedure using a cool flex ablation catheter, the irrigation port leaked and became detached. The physician was moving the cool flex catheter around the atrium when saline was noted to be leaking from the irrigation port, which then became detached from the catheter handle. The procedure was completed using a different sjm ablation catheter with no consequences to the patient.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.